Event description:
No RMA was issued, the device is not being returned for evaluation. The sales representative was notified by the user facility that the external drainage was used on a pt. The device functioned properly but the treating physician had injected propofol (ditravan, an anesthetic which causes unconsciousness) into the csf access sampling site in error. Following administration of the propofol, the pt had a near catastrophic incident. The pt recovered but no additional info has been provided. The csf sampling site is clearly marked with a yellow label which indicates csf access. This access site is intentded for csf sampling only.